Event description:
The reporter stated they received a blood glucose result of 289mg/dl at 7:30pm and dosed insulin based on a sliding scale. At 12:30am it was reported that the customer was found passed out in the kitchen. It was reported the customer was treated with candy. A request was made for the return of the suspect device and replacement product was sent.